Event description:
The technician reported the foot end brake is not holding. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found that the foot end brake caster had a damaged stem which may have been caused by normal wear and tear. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.